Manufacturer narrative:
Block h6: device code a0402 captures the reportable event of balloon burst.

Event description:
It was reported that a nephromax nephrostomy balloon catheter device was used during a ureteroscopy (urs) procedure. Reportedly, when they were blowing up the balloon it popped. The procedure was completed with no patient complications.